Manufacturer narrative:
Concomitant medical : a2dr01 ipg, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead revision procedure venous occlusion was noted on the right side. The right atrial (ra) lead was not functioning properly. The ra and right ventricular (rv) leads on the right side were capped and new leads were implanted on the left side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the right atrial (ra) lead fractured. It was further reported that the ra lead showed high/undefined/varying impendence.